Event description:
It was reported that balloon rupture occurred. The target lesion with more than 70% stenosis was located in the radial artery. A 6.0 x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of same device. No complications were reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: the mustang 6 mm x 4 cm, 75 cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 21 mm in length and extended from a position 1mm proximal of the proximal markerband to 15 mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter facility name: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion with more than 70% stenosis was located in the radial artery. A 6.0 x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of same device. No complications were reported and the patient's status was stable.